Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl and had to go to the hospital on (B)(6) 2018. It was also reported that the customer had a diabetic ketoacidosis. The customer also reported that the insulin pump had a insulin flow blocked alarm but it was resolved by changing the infusion set and reservoir. The customer was not wearing the insulin pump at the time of hospitalization. It was also stated that the customer was off the pump prior to the hospitalization from less that 48 hours. The customer declined to troubleshooting for high blood glucose. The reservoir will not be returned for the analysis.